Event description:
It was reported during a laparoscopic colectomy procedure, when trying to seal tissue, the top jaw became dislodged at the hinge. The surgeon tried to close the device and remove but it wouldn't fit through the 5mm trocar. Case completed with another device and trocar of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged, stuck closed, and with a trocar attached. The device could not be removed from the trocar due to the damaged jaw. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the condition of the jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.